Event description:
Reportedly, the device did not cut or staple. The surgery was a colostomy takedown, but due to the incident it was not able to be completed. Tissue allowed to heal and anastomosis was completed last month.